Event description:
The pt contacted lifescan ( lfs) alleging that her one touch ultra meter was reading inaccurately low. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported that she obtained a 23.0 mmol/l ( 414 mg/dl) on the reported meter and took no actions following that would affect her blood glucose level. She then started to become incoherent and sweaty. More than 30 minutes later, she was taken to the hosp, where a blood glucose result of 400 mg/dl was obtained on a physician's meter. She was treated with insulin. The customer care rep discovered that the meter was set to mmol/l, instead of mg/dl. It is unk if the meter was previously set to the correct unit of measurement or if the pt had inadvertently changed the unit of measurement through the meter settings. The pt was unwilling/unable to recall if the test strips were expired, stored improperly, or opened longer than the discard date. Quality control testing was not performed, as the pt did not have control solution. Based on the info available, there is no indication that the product malfunctioned. The pt did not allege harm. However, there is enough info to suggest that the pt experienced injury and medical intervention due to possible use error or a product malfunction. It would have been helpful to know how long the meter was set to the incorrect unit of measurement, her medication regimen, if she would have taken any precautions based on her actual blood glucose level, and testing frequency. The control solution was replaced.